Event description:
Caller reported a cgm error with code 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions and assisted the caller through the reset process, leading to the successful start of the sensor session without further errors.